Manufacturer narrative:
Customer reported incorrect quantity in sku 15505/25, lot 1440. Package labeled as 5-pack contained 6 units. The product was not used, and no patient contact occured. Root cause determined to be operator oversight during final packaging. Staff was retrained and additional packaging checks implemented. Device was not returned for evaluation.

Event description:
Operating room reports picking a case and pulled robotic kittner rolls. They are supposed to have 5 per pack. Nurse found 2 packs with only 4 sealed inside and one pack with 6. Rn pulled them from the omnicell. This was discovered prior to reaching the patient.